Event description:
It was reported in an abstract that 17 patients with osteoporotic vertebral fracture diagnosis received pre/postoperative MRI images and underwent a balloon kyphoplasty procedure (bkp) between june 2011 and july 2013. Age at surgery was ranging from 55 years to 93 years (mean age: 76.6 years) among 7 male and 10 female cases. Bkp-treated levels were: th10 (n=1), th12 (n=5), l1 (n=5), l2 (n=1), l3 (n=1), l4 (n=3), and l5 (n=1). It was reported that one patient underwent bkp at t10 and post-operatively, symptoms did not improve. Posterior spine reconstruction surgery was subsequently performed, and the symptoms later improved, according to the report. No other information was reported.

Manufacturer narrative:
Literature citation : shinji kotaka, yasushi fujiwara, hideki manabe, akira miyauchi, and bunichiro izumi. "Clinical evaluation and image analysis of balloon kyphoplasty (bkp) for treatment of osteoporotic vertebral fracture". F3.address : hiroshima city asa municipal hospital country : japan (B)(4). Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.